Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up will be filed upon completion.

Manufacturer narrative:
Upon evaluation, the reported event of the cord causing a bias current message was confirmed when the internal wiring of the cable was found to be damaged. Based on a review of risk documentation and observations from the device evaluation, the presence of damaged internal wiring may cause or contribute to the reported event. The cord was scrapped by the manufacturer.